Manufacturer narrative:
Evaluation summary: the cartridge complaint sample was not returned. A cartridge carton for lot # 32685273 was returned with ten unopened cartridges. All ten cartridges were evaluated and no tip damage or abnormalities were observed. A root cause for the reported damage could not be determined. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. All monarch cartridges are 100% inspected for cosmetic attributes and a bent tip would not have met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, "the tip of the cartridge was bent. It was not visible to the naked eye. Surgeon noticed issue under the microscope. Cartridge ejected without issue and no harm was done from patient." Additional information was requested.